Manufacturer narrative:
Final device analysis revealed no anomalies.

Event description:
The patient reported that on her right interstim implant, she was experiencing sharp pain over the ins site. She also stated that she lost all feeling in her right leg and fell as a result. The device was explanted. The hcp confirmed that the device was replaced and the patient recovered without sequela.